Event description:
Reporter noted holes in the remote control zip-lock bag. Additional information received: patient developed inflammation of the eye. Surgeon administered antibiotics and cultures were taken.